Event description:
Additional information from the clinical study reported that the issue was possibly related to the device or therapy. The reason for the loss of efficacy was unknown and the event is ongoing since (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional in a clinical study reported a loss of efficacy. Interventions included a programming of the device from c+, 0-, 1- at 0.8 amps to 0+, 2-, 1.4 amps on (B)(6) 2015. Other interventions include an explant/replacement on (B)(6) 2015 and reprogramming from program 1 to program 3 where they were feeling stimulation more central in the pelvis at 0.7 on (B)(6) 2015. There was another report that they were reprogrammed on (B)(6) 2017. The patient reported having no benefit from the device now and had been having increase urinary frequency and urge urinary incontinence. They turned it off for 1 week then tried restarting it to no benefit on (B)(6) 2014. It was reported that it was possibly related to the device or therapy and not related to the implant procedure. On (B)(6) 2015, there was a report that the device was still not helping despite multiple reprogramming and was working well but then stopped. A device revision was discussed on (B)(6) 2015. On (B)(6) 2015 and (B)(6) 2016, the device was still not helping despite multiple reprogramming and revision where the reason was unknown. It was reported that the event was ongoing. Relevant medical history includes urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the entire system was explanted/replaced on (B)(6)2015. No further complications were reported/anticipated.

Manufacturer narrative:
Review of additional information confirmed that the event was not related to the device or therapy and was related to the patient's medical condition. Therefore this event is no longer a reportable event. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp assessed the event and deemed it to be a progression of the patient's medical condition. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.